Manufacturer narrative:
(B)(4). The insulin pump was returned for cosmetic damage located at the retainer ring(crack) found on (B)(6) 2021. Insulin pump p-cap, reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked case on the battery tube side, and cracked retainer ring. Cosmetic damage was confirmed where cracked retainer ring was noted. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that insulin pump was damaged. No harm requiring medical intervention was reported. The customer will discontinue to use the device.